Event description:
The procedure was performed at the (B)(6)'s minor procedure room. No observed malfunction or defect relating to closurefast catheter or rf generator (rfg2) per the physician. Post-op, the patient was wrapped per protocol and drove home. The patient stated that when he got home he started experiencing pain. After the pain did not subside, the patient admitted himself to local ER where he was given vancomycin. The patient was then sent to the (B)(6) ER and underwent ultrasound to rule out dvt. No dvt was observed. The patient was admitted to the va (in-patient),placed on antibiotics, and placed on local wound care for 2-degree burns. Per physician, it appeared to be a second degree burn. Please reference MDR 2953189-2013-00070 for the generator used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4)location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
The product lot number for this complaint is unknown. A review of device history record (DHR) could not be performed on unknown closurefast catheter, because the customer did not provide the lot number.